Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to does not work at all. A service request for this item was called in on (B)(4) 2013 for does not function properly. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(4). Placeholder.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
It was reported that during a left foot bunionectomy, the electric pen drive had low revolutions per minute (rpms) when using the hand switch. It was not possible to determine if the problem was with the hand switch or the electric pen drive. The procedure was not delayed and was completed with no further problem using the foot pedal for the device instead of the hand switch. There was no harm to patient. This is report 1 of 2 for file (B)(4). This report is for the hand switch.

Manufacturer narrative:
Additional product codes include dzi, erl, and hbe. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Manufacturer narrative:
The customers complaint that this device had low rpm when using the hand switch was confirmed. A functional assessment was performed which confirmed that it was damaged. This is due to normal wear over time.